Manufacturer narrative:
(B)(4). Report source: foreign country: (B)(6) customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery, the anchor fractured while the surgeon tried to implant it. The fractured piece of the anchor remains in the patient's bone. Another anchor was used to complete surgery. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d9. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Visual examination of the returned product identified that product was returned with significant signs of use in the form of a fractured anchor and bent inserter prongs. The fractured anchor remains in place on the tip of the device. The inserter tip prongs are bent at the same place as the fracture point of the anchor. The anchor moves with the inserter shaft when the adjustment knob is rotated. The bent prongs do not allow for the remaining piece of the anchor to be removed from the shaft. It is noted that there was incomplete device returned as part of the anchor remains implanted. Medical records were not provided. DHR was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.